Event description:
Factory analysis of a returned power supply revealed a component failure which may result in the blower shutting off during operation in normal ventilation mode. Review of the device diagnostic log indicated there had been a gas supplies lost: safety valve open alarm occurrence. Loss of both gas supplies will affect the function of the ventilator. If the ventilator is operating in normal ventilation mode and no air flow is detected, and the ventilator cannot switch to an oxygen source as it's not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. The occurrence was not reported by the customer.